Event description:
It was reported that the column green down arrow on the 8800 systems works intermittently. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an investigation. The malfunctioned was verified. Replacement power supply (24v) has been ordered. It is believed that replacement of this power supply will address the stated problem and the system will function as intended. If add'l information is received that indicates otherwise, it will be reported as required.